Manufacturer narrative:
Continued phone number e1: (B)(6). Continued fax number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture and "silicone migration". Device has been explanted and replaced with a non allergan device.

Event description:
Health care professional reported right side rupture and "silicone migration". Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as unidentified (tear) . (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Health care professional reported right side rupture and "silicone migration". Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #4. Aware date should have been listed as 08/apr/2024.

Event description:
Health care professional reported right side rupture and "silicone in lymph node". Device has been explanted and replaced with a non allergan device.

Event description:
Health care professional reported right side rupture and "silicone migration". Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Health care professional reported right side rupture and "silicone in lymph node". Device has been explanted and replaced with a non allergan device.